Event description:
The manufacturer received information alleging an everflo oxygen concentrator contributed to a lung infection. There was no report of medical intervention being required.

Manufacturer narrative:
The manufacturer initially reported an everflo oxygen concentrator allegedly caused a lung infection. There was no report of medical intervention being required to the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm this alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.